Event description:
It was reported that the insertable cardiac monitor (icm) recorded a false pause and atrial fibrillation (af) episode. The physician reviewed and determined the events were false and due to undersensing of sinus brady with premature ventricular contractions (pvcs). The physician explanted the device with no replacement. The device is planned to be returned for investigation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the insertable cardiac monitor (icm) recorded a false pause and atrial fibrillation (af) episode. The physician reviewed and determined the events were false and due to undersensing of sinus brady with premature ventricular contractions (pvcs). The physician explanted the device with no replacement. The device is planned to be returned for investigation. No adverse patient effects were reported.